Event description:
The customer reported that the ventilator was producing a vibrating noise and triggering an occlusion alarm while in use with the patient. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. The log review confirmed frequent occlusion alarms, accompanied by plv alarms. The trending data did not show any abnormalities; however, it did confirm changes in the waveform around the time of the plv alarms, which suggests that the issue may be related to the settings. A defective blower could be the contributing factor. As a precaution, technical support recommended that the blower be replaced.